Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. During the procedure, the physician experienced difficulty removing the leads from the pacemaker header. The physician suspected tissue ingress around the lead¿s sealing rings. Additional force was applied, and the leads were successfully removed. The pacemaker was explanted and replaced. The leads remained functional and stable after connection to the new device. The patient was in stable condition.